Event description:
A medwatch was received from the FDA on (B)(6) 2012. A patient with an admitting diagnosis of abdominal pain, vomiting, diarrhea, and fever was undergoing a CT scan. Post procedure, the patient complained of her heart racing and difficulty breathing. The patient did not experience any throat tightness, swelling, or hives. O2 saturation level remained at 100%. The report states "unsure if reaction to contrast dye or not." Ultimately, the patient passed away.

Manufacturer narrative:
Multiple documented attempts have been made to gain additional information; however these attempts have been unsuccessful. A system service check of the stellant injector has been offered to the site. Additional applications training was offered; however, the site declined. Based on the limited information reported, we are unable to determine if the stellant injector contributed to the alleged event. In the event additional information is obtained, a follow-up report will be submitted.